Event description:
The customer reported via phone call that the insulin pump kept giving a faint beeping noise. The customer stated that he had already done troubleshooting, but he now observed that the insulin pump kept beeping despite having changed the setting to vibrate. The customer's blood glucose was 70 mg/dl. He pressed act, noting that the insulin pump vibrated and still showed 70 mg/dl, and when he pressed act again and the screen went blank. He stated that his blood glucose rose to 146 mg/dl. He stated that the insulin pump experienced the beep anomaly intermittently during the day and stopped later. Upon troubleshooting, the insulin pump passed the self test and did vibrate during the test. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.